Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and mildly tortuous lesion in the left external iliac artery. The 8x39mm omnilink elite balloon expandable stent system (bes) was advanced over a .035 guide wire and through a 6fr sheath to the lesion; however, during advancement the stent fully dislodged. The dislodged stent was retrieved via arteriotomy using a 4 mm balloon and am 8x38mm non-abbott stent was successfully placed at the lesion. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, it is possible that during advancement interaction with the heavily calcified and mildly tortuous and/or other devices resulted in the reported stent dislodgement; however, this cannot be confirmed. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stent dislodgement. The subsequent treatment appears to be related to the operational context of the procedure. There was no damage noted to the device during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties.